Manufacturer narrative:
(B)(4). The cause of the peritonitis was due to a break in aseptic technique (not further specified). The peritonitis was manifested by fever and chills. On an unreported date, the patient began treatment for the peritonitis with ceftazidime (1 gram for 24 hours, route and frequency not reported) and vancomycin (1 gram for 72 hours, route and frequency not reported). On unreported date(s), the peritonitis was resolved, the patient was recovered from the event and subsequently, post recovery, the patient¿s pd catheter was exchanged (no further information was provided). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported the patient was recovering/resolving from this peritonitis event (previously captured as not recovered/not resolved). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unknown date ¿about two weeks ago", the patient was hospitalized for another indication and while hospitalized, the patient developed peritonitis. The patient was treated with unspecified antibiotics ¿for two weeks¿. At the time of this report, the patient remained hospitalized and was not recovered from this peritonitis event. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.